Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that three xience sierra stents (2.5x15mm and two 3.0x18mm) were implanted on (B)(6) 2018. On (B)(6) 2018 the patient was re-admitted with angina. Percutaneous transluminal coronary angioplasty was performed and the patient was discharged. There were no adverse patient effects. No additional information was provided.